Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was getting a lost sensor alarm. The customer last used the sensor two days earlier and yesterday she got a pump error 37 alarm. The customer had seen that same alarm previously but had never paid attention to it. Advised the customer that the pump would be replaced.